Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was hospitalized due to high blood glucose and dka. The blood glucose reading was over 500 mg/dl at the time of hospitalization. Customer stated that she had gastroparesis and her insulin pump was constantly alarming no delivery. Nothing further was reported.